Event description:
The customer reported that a sample barcode in position a12 was duplicated in position h12. Assay being run at the time of the event was not available. The incident occurred on 4/16/1999 but was not reported to ocd until 5/19/1999. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.